Manufacturer narrative:
The device is not available for evaluation. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the authors, the iatrogenic atrial septal defect post trans-septal puncture caused a severe right-to-left shunt, possibly due to the combination of severe pulmonary hypertension and moderate tricuspid regurgitation the patient had suffered at baseline. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the article "iatrogenic atrial septal defect post mitral valve in valve implantation", a 29 mm sapien 3 valve was implanted within an existing hancock 27 mm valve in the mitral position using a trans-femoral/trans-septal approach. During valve implant, once the catheter was removed from across the septum, a sudden drop in oxygen saturation occurred from 99% to 87%. The procedure was complicated by an iatrogenic atrial septal defect post trans-septal puncture causing a severe right-to-left shunt, possibly due to the combination of severe pulmonary hypertension and moderate tricuspid regurgitation the patient had suffered at baseline. Once the sheath was removed an immediate desaturation was observed which required emergent closure with an amplatzer asd occluder device. This stabilized the patient and returned the blood oxygen levels to normal. The patient was transferred in stable condition to the cardiac intensive care unit and was discharged from the hospital 5 days later. Reference: chezar-azerrad c, assali a, vaknin-assa h, shapira y, eisen a, kornowski r. Iatrogenic atrial septal defect post mitral valve in valve implantation. Cardiovascular revascularization medicine. 2018 jun 15.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.